Event description:
Pt with distal femur fracture was implanted with a femoral nail, spiral blade and screws approx one year ago at another facility. Post operatively, the pt complained of irritation from the spiral blade. A revision procedure was scheduled for (B)(6) 2012. The fracture was healed and the surgeon removed the spiral blade and left the nail and screws implanted.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.